Event description:
Right knee total replacement at (B)(6). Blood clot - leg at 1/10. Knee crooked - one leg shorter than other, tingling, numbness, constant pain and continued severe swelling, vein breakage - terrible, infection in knee from staple removal, no pt, physician lied - dr (B)(6), surgeon. Diagnosis or reason for use: three tears meniscus - arthritis. Knee - expiration date: 10-30 yrs. Also had stimulator (pain) implanted - had to be removed. Made pain down both legs worse. "Boston science". Dates of use: #1: surg (B)(6) 2010, #2 pain clinic (B)(6).